Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was repositioned and electrical measurements were normal. The patient was stable post procedure.